Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered and stent damage occurred. The heavily calcified lesion in a severly tortuous rca had been predilated with a maverick 2.5 x 9 mm balloon. The physician was attempting to advance a taxus express2 8.8% 2.50 x 80 mm drug eluting stent across the lesion when he noted resistance. The device was removed from the pt's body and stent damage was noted. The physician was unable to cross the lesion with another stent. No pt injuries or complications were reported.